Event description:
It was reported that the x-ray switch on the 9800 system would intermittently not work, and there was an uncommanded x-ray exposure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors wer re-seated during the service call. The system was tested and found to be working as intended, and put back into service.